Event description:
Customer reported a hospitalization for low blood glucose. Date of hospitalization was (B)(6) 2014. Blood glucose at the time of admission was 33 mg/dl. The customer was treated with an insulin drop. The customer recalled being confused before the hospitalization. The customer believed she was getting unprogrammed bolus deliveries. Troubleshooting also found a button error alarm in her insulin pump's history. Customer's current blood glucose was 323 mg/dl. No additional information provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. The device passed the functional testing including the displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The unit had intermittent button response and button error alarm. Unable to verify the root cause because the insulin pump is being held for dva test. The device was programmed with multiple boluses and monitored. The boluses were delivered and recorded properly in bolus history screen. No unexpected bolus delivery noted. The unit had broken battery tube threads, broken reservoir tube lip, missing reservoir o-ring, cracked reservoir tube window and cracked display window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.